Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing far r-waves lead to auto mode switch episodes were triggered. Patient was asymptomatic. No other electrical anomalies were observed. Programming changes were recommended. No further information available.